Manufacturer narrative:
(B)(4). Approximate age of device 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's pump was exchanged on (B)(6) 2016 due to a persistent driveline infection. The driveline infection started approximately on (B)(6) 2016 and was treated with oral antibiotics, IV antibiotics, surgical incision and drainage, and a wound vacuum. No additional information was provided.

Manufacturer narrative:
Device evaluation: the explanted pump was returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 9 inches from the pump housing. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft and the severed portion of the driveline were not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.